Event description:
It was reported via legal documentation that on (B)(6) 2022 the patient was revised and then approximately 7 months later the patent experienced a surgical procedure with device exchange on (B)(6) 2023. Revision op report of (B)(6) 2023- postoperative diagnosis- patellar rupture from the patella. Procedure 1. Revision, total knee 2. Repair of patellar tendon with graft technique. Patient with pain and discomfort of her knee, loss of extension. It was noted that the patellar tendon ¿was freed from the distal pole of the patella and not functioning¿. Revision of femur, although it was not loose. Grafts for patella tendon were put in place. A long leg cast was applied with knee complete extension. The patient was taken to recovery room in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Concomitants: 5425662, 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. 5814298, 02-012-50-1014 - tru tib aug 1/2 rl sz 1, 10mm. 6262859, 02-012-50-1013 - tru tib aug 1/2 rm sz 1, 10mm. 7032388, 02-012-60-1440 - tru stem ext 14mm x 40mm. 7103914, 02-012-66-2000 - metaphyseal tibial cone, ml32mm. 7213340, 652-00-02 - optecure with ccc - 2cc. H3. Investigation results - the cause of the patient¿s patellar tendon rupture cannot be conclusively determined, as the cause of the tendon rupture was not indicated; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient had a first right knee revision seven months prior to this surgical procedure. There is no mention of device malfunction or wear in the revision operative report. Per IFU information -patients should be informed that their weight and activity level may affect the longevity of the implant. These devices are used for treatment not diagnosis. There is no other information available.